Event description:
Boston scientific received information that this right ventricular displayed high out of range, shocking impedance measurements. The patient was seen in clinic for follow up. The health care provider reported that no out of range numbers were able to be reproduced with testing. The lead will continue to be watched. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.